Manufacturer narrative:
The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2025 date, a patient underwent a procedure for the replacement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. It was reported that the stoma site has been red, pink, and tender since tube replacement procedure. The patient completed a course of unknown prescribed antibiotic on (B)(6) 2025, "but hasn't helped". Symptoms are ongoing, device remains implanted.